Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the ilet displayed malfunction alerts 57, 59, and 69, and the user contacted support, who guided a device restart after which the alerts did not recur and blood glucose remained unaffected. Symptoms included no reported clinical effects. Outcomes included no impact on health and no need for medical care. Investigation included remote troubleshooting and education with a guided restart and follow-up to confirm normal operation. Investigation of this case revealed transient software and algorithm errors consistent with runtime error, state memory corruption, and algorithm data parity check, with no persistent malfunction after restart. It was concluded, based on previously established findings for similar reports, that the cause was a transient device malfunction that resolved with restart.